Event description:
Ous MDR - after an implantation period of about 13 months, inappropriate shocks were reported. No other adverse patient side effects have been reported. The ICD and lead were explanted. No date of implant was provided for this device.

Manufacturer narrative:
Ous MDR.